Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving intrathecal baclofen (unknown), bupivacaine, and sufentanil via an implantable pump for spinal pain indications. The patient also reported that when they bend over, the pump slips out sideways. Patient stated that the anchors came out and they told her not to bend over. Patient stated that they had instructed her not to wear a compression vest. Patient stated that she came in on methadone and was not weaned and had severe withdrawal. Patient stated that her doctor doesn't listen to her. Patient stated she still could not stand. Patient states she was given tramadol and it worked better than the pump. Patient reported that they were getting horrible headaches and sweating. Patient stated that when she goes to tie her shoes, or grab the remote, it flips and they have to push it back in and hold it and bend over and grab something so it was tugging on the catheters. Patient stated the healthcare provider (hcp) tested catheter and took an xray and said it was fine. Patient stated that she requested the hcp bring a company representative (rep) but he declined. Patient stated the pump was r efilled on friday and all weekend their neck and head were aching and they were not sick, they just feel achy like they were not on any pain medications like they were before and they felt worse.

Manufacturer narrative:
Correction to b1 and section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown), bupivacaine, and sufentanil via an implantable pump for spinal pain indications. The patient also reported that when they bend over, the pump slips out sideways. Patient stated that the anchors came out and they told her not to bend over. Patient stated that they had instructed her not to wear a compression vest. Patient stated that she came in on methadone and was not weaned and had severe withdrawal. Patient stated that her doctor doesn't listen to her. Patient stated she still could not stand. Patient states she was given tramadol and it worked better than the pump. Patient reported that they were getting horrible headaches and sweating. Patient stated that when she goes to tie her shoes, or grab the remote, it flips and they have to push it back in and hold it and bend over and grab something so it was tugging on the catheters. Patient stated the healthcare provider (hcp) tested catheter and took an x-ray and said it was fine. Patient stated that she requested the hcp bring a company representative (rep) but he declined. Patient stated the pump was refilled on friday and all weekend their neck and head were aching and they were not sick, they just feel achy like they were not on any pain medications like they were before and they felt worse.